Manufacturer narrative:
Previous driveline infection reported under MFR # 2916596-2022-11773 and MFR # 2916596-2022-11304. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline relocation was done in (B)(6) 2022 for ongoing driveline infection.

Manufacturer narrative:
This event was determined to be a duplicate to MFR # 2916596-2022-11304 and the investigation findings will be submitted under MFR # 2916596-2022-11304.